Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. Product requested, not yet received.

Event description:
During a total knee procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. There was no patient injury and an unknown delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing history reveals that products were manufactured according to the pre-defined specifications. The product inspection reveals that the cannula was obstructed by a block of powder, therefore the monomer could not have been sucked properly. (B)(4).